Manufacturer narrative:
The device was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the system controller was having intermittent beeps. The pt and spouse stated that here was no message on the screen or wrench symbol. Flow - power 5.4 pi 4. When the pt was speaking with the vad coordinator, the system controller began to beep then followed by low flow alarm, then followed by red heart alarm. There were no warnings on the screen prior to or during the intermittent beeps. The wrench did not light up. The pt stated he was feeling well and not symptomatic. The vad coordinator instructed the wife to change the pt to the back up system controller. Once reconnected to the new controller, flow read 5.0, and there were no alarms.